Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref#: (B)(4). Name and address for importer site:cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 (B)(4). Summary of investigational findings: investigation is based on event description and image review: the celect-pt filter was placed with no evidence of filter fracture, deformation, migration, or filter tilt and with no extravasation of contrast or filter legs appearing outside the column of contrast after placement. 816 days later there were 11 filter legs with grade 1 interaction and one leg with grade 2 interaction with ivc wall. Patient completed and exited the study on the same date - no harm to patient reported. According to image review the filter was placed without evidence of significant tilt or immediate penetration. Follow-up CT scan performed 816 days after filter implantation demonstrates no evidence of significant tilt or filter fracture. 11 of the 12 primary and secondary legs demonstrate grade 1 interactions with the wall of the ivc. There is a single grade 2 interaction with the wall of the ivc with a primary filter leg extending into the pericaval fat. There is no evidence of pericaval inflammatory changes or signs of hemorrhage. There is no discussion of any symptoms potentially related to this penetration. Furthermore, there is no discussion in the complaint report for continued clinical indication of the ivc filter and the patient exited the study. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: during the index procedure on (B)(6) 2016, the patient received a celect® filter. The primary reason for filter placement was a current dvt and contraindication to anticoagulation due to recent major bleeding < 30 days ago. The inferior vena cava (ivc) diameter at the intended filter location was 28 mm. The ivc had no anomaly or thrombus prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, or filter tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Core lab analysis of the placement procedure venacavagram revealed the ivc diameter at filter location was 19.6 in ap view. No ivc anomaly or thrombus was present. The filter was placed in the ivc infrarenal site. There was no evidence of filter deformation or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. There was no filter tilt. Core lab analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. Filter tilt was 2.7 degrees in the ap view and 11.0 degrees in the lat view. The 12-month follow-up visit was not completed, the patient missed/cancelled the appointment. Patient outcome: on (B)(6) 2018 (816 days post-procedure), a follow-up visit, and CT scan were performed. The site reported no filter embolization or filter leg interaction with the ivc wall. Core lab analysis of the CT revealed no evidence of filter embolization. Filter tilt was 5.5 degrees in sagittal plane and 5.3 degrees in the coronal plane. There were 11 filter legs with grade 1 filter leg interaction with the ivc wall and 1 leg with grade 2 filter leg interaction with ivc wall. There was no hemorrhage, hematoma, or other clinical findings observed at the perforation/puncture site. The patient completed and exited the study.